Manufacturer narrative:
Correction: product event summary: the full lead was returned and analyzed, and the helix of the lead became extrinsically distorted due to pull ing/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Analyst noted that the lead was returned/received with the helix stretched.

Event description:
It was reported that the physician tried to screw the left ventricular (lv) lead into the vein, but the helix did not come out in any position. The physician could not do the pull test. It was also noted that the lv lead exhibited unstable threshold. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.